Event description:
It was reported that the camera head had a connection error. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a connection error, corrosion of electrical contacts, and flooding of main body, of cable, and of image capture. A definitive root cause cannot be identified. The repair department conducted an inspection of the equipment and confirmed that the phenomenon was reproduced and that a connection error (b31) was displayed due to flooding of the imaging and cables. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the damage. A device history review was conducted and no problems were found. This issue is addressed in the instructions for use (IFU): "9.2 how to identify and address the abnormality actions to be taken when an error message appears on the endoscope screen. Code: b31 error message: scope communication error. Contact olympus. Cause: unable to communicate with the endoscope. Solution: discontinue use and contact olympus." "Precautions for cases where endoscope images disappear unexpectedly or the freeze cannot be released the following items must be strictly observed. Endoscopic images may disappear unexpectedly or the freeze cannot be released during the examination. - do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - do not bump or drop this product. Water leakage may damage the product's internal electrical circuits. - the video connector should be connected to the video system center in a sufficiently dry condition, including the electrical contacts. In addition, make sure that the electrical contacts are free of dirt before connecting. Using the equipment with wet or dirty electrical contacts may result in equipment malfunction or failure. -when straightening the camera cable, a portion of the camera cable may become a loop of approximately 10 cm or less. When a loop of approximately 10 cm or less occurs, do not forcibly pull on the camera cable, but release the loop while rotating the camera head and gradually straighten it out. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break." Olympus will continue to monitor the field performance of this device.